Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that the half height cubie pockets had failed and were missing on the medication application configuration. The half height cubie bus module and drawer controller board were replaced. The new controller boards were configured on the application. Tests were conducted, and all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).